Event description:
Healthcare professional reported "crack rupture" and "Implant cracked at side". This record is for the right side. Device was explanted.

Manufacturer narrative:
This is a Follow-Up report to a MedWatch submitted under Manufacture Report Number 9617229-2023-06720.Correction to G.3. aware date for the initial MedWatch under MRN 9617229-2023-06720. Aware date should have been listed as 5/APR/2023.A review of the Device History Record has been completed. No deviations or non-conformances noted.Device Analysis Results:Based on the device analysis grid, the assessments of the complaint are:Rupture: observed opening striated on anterior side assessed as Surgical Damage.No further actions are required as the device was implanted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: Rupture.